Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation but could not reproduce the door not fully latched alarm. The evaluation determined the alarm was caused by a loose link screw. The link screws were replaced.